Event description:
It was reported that patient's insr (implantable neurostimulator recharger) had "communication/telemetry" and "telemetry/interrogation" issues. It was stated that power on reset (por) had occurred and was successfully cleared. It was reported that the patient had tried to charge his stimulator and received "a por reading after a bit." He then tried using the stimulator and was unable to turn it off with his programmer or recharger and that the stimulation was very uncomfortable. It was stated that "the rate felt like it was on 2 and really pounding him." Patient status at the time of this report was noted as alive with no injury/no adverse event. Patient symptoms/complications were pain in the back and legs where he felt stimulation. One and a half week later it was reported that patient's ins had been checked, his "active stim" was found to be activated and it was stated that the patient did not understand that the settings were set high and saved to restart each time he changed positions. It was likely that by active stim adaptive stimulation was meant. Patient's ins was then reset to moderate power level and "his leads were adjusted to provide better therapy and relief and eliminate pain by excessive stimulation." It was stated that the patient left happy and pain free.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).